Event description:
It was reported that the pt had died. The pt had previously been hospitalized for a foot infection and had been released and sent home. The pt was on intravenous antibiotics and it was believed a pulmonary embolism occurred while at home. The concentration and daily dose of baclofen being administered via the pump were not reported. Multiple attempts to contact the managing hcp for additional info have been unsuccessful.